Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump was not delivering insulin. Customer's blood glucose level was 30 mmol/l. The customer was in the emergency room with a blood glucose level of 18 mmol/l. The customer was given saline and sent home with a blood glucose of 12 mmol/l. The high pressure test failed twice. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.